Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the strike plate broke off impactor handle. No surgical delay, no adverse patient consequences, no fragment has entered the surgical area.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this complaint was returned for examination. Visual inspection of the device revealed that pin straight cup impactor was broken at the end cap. The broken piece was returned. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> product description: pinn straight cup impactor product code: 221750041, lot number: so2045129. Bfarm DHR review request: please provide: 1) quantity manufactured: (B)(4). 2) date of manufacture: 09/17/2019. 3) any anomalies or deviations identified in DHR: 2 pieces that were reworked for missing blast. The rework is unrelated to the reported failure mode. Therefore, no non-conformances related to the malfunction were identified. 4) expiry date: n/a. 5) IFU reference: IFU nonsterile inst rev j device history review ==> a manufacturing record evaluation was performed for the finished device so2045129 number, and no non-conformances/manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.